Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on july 28, 2021. There were no physical samples or photos received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A supplier corrective action request has been sent to the supplier to further investigate the reported condition . This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the button installation was done and the next day they received a call and it was reported that it exploded. No injuries were reported.

Manufacturer narrative:
One physical sample was received at the manufacturing site for investigation. The sample was inspected, and the reported condition was confirmed. The affected component is produced by an external supplier; our assembly process consists only of a pick and place operation for this material. A supplier corrective action request has been sent to the supplier to further investigate the reported condition. This complaint will be used for tracking and trending purposes.